Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). It was reported that the patient had been struggling with their stimulator to cover their arm pain for complex regional pain syndrome (crps). The patient¿s leads were at c2 but have moved down by one contact. The hcp was not sure if the lead migration would be enough to cause the patient¿s loss of efficacy. The patient had significant neck pain and responded before their stimulator with two years of pain relief. It was noted that the hcp was planning on doing a bipolar radiofrequency ablation (rfa) in the neck and feared that they would lose all pain efficacy. No further complications were reported or anticipated. Indication for use is unknown.